Event description:
It was reported that a patient underwent a transvaginal repair of a pelvic organ prolapse and urinary incontinence on (B)(6) 2009 and mesh was used. Postoperatively, the patient presented with vaginal discomfort and requested vaginal exploration, transvaginal urethrolysis, and removal of urethral vaginal mesh. The mesh was explanted on (B)(6) 2012.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of facility report (B)(4).